Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-00604. 3006705815-2020-00605. It was reported that the patient¿s system was explanted due to an infection. The patient was scheduled to have a system implant and the physician noted that the patient¿s previous system was explanted due to an infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's infection has cleared.